Event description:
It was reported that the caller wanted to know if the multiple fast ventricular tachycardia (fvt) episodes were real as the patient had no complaints of symptoms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.